Manufacturer narrative:
Result: as received, the returned lead was cut into 2 segments. The lead wires were broken at a bent area about 43cm from the terminal end. The lead cut damage is consistent with explant damage. No functional testing was performed on the lead. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system. It was reported that the pt's lead migrated and could not get adequate coverage. The doctor replaced the lead with a different model. No further info is available at this time.